Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with the right ventricular lead exhibiting noise oversensing. The patient was not symptomatic to the noise and would continue to be monitored.